Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump had missing segments due to a cracked zebra connector. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube lip, and a missing reservoir tube o-ring.

Event description:
Customer's father reported that the insulin pump was missing some parts where the reservoir screws in. Caller was unsure of how the damage occurred. Blood glucose level was 425 mg/dl at the time of the call. No further information was provided.